Event description:
A customer reported that the screen on their pump was broken. There was no adverse impact on the customer's blood glucose level. The pump was started, charged, and recognized by a computer, but the touchscreen remained unreadable and unresponsive. The device was set to be returned, and a replacement pump was assigned with a new serial number.